Manufacturer narrative:
The elecsys ft3 iii, elecsys tsh, and elecsys brahms pct reagent lot numbers and expiration dates were not provided. A field service engineer (fse) cleaned the fluidic sipper lines, performed fine height adjustments, and preventatively replaced reagent probes 1 and 2 alongside the internal wash gear pumps. Subsequent performance tests, control measurements, and patient sample checks all passed successfully, confirming the instrument was back in full working order. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable elecsys ft3 iii, elecsys tsh, and elecsys brahms pct results for 3 patient samples on a cobas e 801 analytical unit. Sample 1's initial ft3 result was 0.753 pg/ml. The first repeat result was 1.0 pg/ml. The second repeat result was 0.897 pg/ml. The reference range was not provided. Sample 1's initial tsh result was 0.045 ¿iu/ml. The first repeat result was 0.021 iu/ml. The second repeat result was 0.020 iu/ml. The reference range was not provided. Sample 2's initial pct result was 0.82 ng/ml. The first repeat result was 0.011 ng/ml. The second repeat result was 0.011 ng/ml. Sample 3's initial pct result was 0.74 ng/ml. The first repeat result was 0.04 ng/ml. The second repeat result was 0.04 ng/ml.